Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0/ model #:1420/ catalog #:1420/ expiration date: 31-dec-2021/ serial #: (B)(4) / UDI #: (B)(4) / device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 08-dec-2020, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had frequent asymptomatic low flows and during a power source change the power was disconnected, causing a vad stop. An electrocardiogram showed ventricular pacing, international normalized ratio (inr) was elevated at 3.2, b-type natriuretic peptide (bnp) and white blood count were elevated at 11, with no fevers. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Log file analysis revealed an intermittent decrease in estimated flows and power consumption on (B)(6) 2021 followed by additional slight decreases in parameters observed from (B)(6) 2021 through (B)(6) 2021 and 115 low flow alarms logged since (B)(6) 2021. Review of the event file did not reveal a controller power up event and no vad sopped alarms were observed within the analyzed period. As a result, the reported low flow alarms were confirmed, however the reported vad stopped/ double power source disconnection event could not be confirmed. Based on the available information, including the patient having elevated international normalized ratio (inr), the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Additional products: controller 2.0 (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. H1. Type of reportable event was changed from malfunction to serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. A supplemental report is being submitted for correction and device evaluation. Correction: b1. B. Adverse event or product: changed from adverse event to adverse event & product problem b5.describe event problem: event description was updated. H6. Patient codes (ime/annex e): e1906, e2319 eval code method (fdm/annex b): b14 eval code conclusion (fdc/annex d): d14 product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Log file analysis revealed an intermittent decrease in estimated flows and power consumption on (B)(6) 2021 followed by additional slight decreases in parameters observed from (B)(6) 2021 and 115 low flow alarms logged since (B)(6) 2021. Review of the event file did not reveal a controller power up event and no vad sopped alarms were observed within the analyzed period. As a result, the reported low flow alarms were confirmed, however the reported vad stopped/ double power source disconnection event could not be confirmed. It was reported that the patient has had frequent asymptomatic low flows and during a power source change the power was disconnected, causing a vad stop. An electrocardiogram showed ventricular pacing, international normalized ratio (inr) was elevated at 3.2, b-type natriuretic peptide (bnp) and white blood count were elevated at 11, with no fevers. It was further reported that the patient recently had covid and also developed subcu taneous air in their right upper chest wall from a lung wall hernia. Cardiothoracic surgery has seen the patient. Based on the available information, including the patient having elevated international normalized ratio (inr), the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple fact ors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient recently had covid and also developed subcutaneous air in their right upper chest wall from a lung wall hernia. Cardiothoracic surgery has seen the patient.